Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. D4 batch #: x70073. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. Probably the device stopped activating and displayed an alert because the knife is damaged the device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, and blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These screen alerts can be such as, "remove instrument from patient" ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x70073, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2023 d4 batch #: unknown attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what efforts were made to locate the pieces of the tissue pad during the procedure? Was this procedure converted to an open procedure? Are there any plans to locate the pieces? Was there any change in the patient care as a result of this event? What is the current patient status? Additional information was obtained: event outcome/how was it managed? New device opened. Was there a patient impact? (If yes please explain) 45 min wait and x-ray ordered but found missing tip before actually using x-ray. Was the procedure extended due to the failure? (If yes please confirm the length of delay) yes 45 min of looking for the tip. Please give a detailed explanation of the event: received an email from the customer saying ¿one of the consumables has a manufacturing defect. We found the piece of the broken tip on the floor while in use. Device was being used for tlh. It was working fine and then assistant went to use it and noticed the tip was missing. Ordered x-ray and looked for tip for 45 mins. Found tip on the floor before they x-rayed the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis of a set of images submitted for evaluation. Images: four images were provided by the customer. Image img_6442.jpg shows the batch and serial (x70073, (B)(6)) images img_6443.jpg and img_6445.jpg show a distal jaw with the blade tip broken off. Image img_6444.jpg shows a har1136 device. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, and blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens can result are such as "remove instrument from patient" ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Based on the photo, the reported event was confirmed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number x70073, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure one of the consumables has a manufacturing defect. We found the piece of the broken tip on the floor while in use. There were no patient consequences.